Event description:
It was reported the customer received a lost sensor alarm. The customer's blood glucose was 144 mg/dl. The alarm history showed the customer had a failed self test alarm. The customer also stated they were unable to upload or use their sensors. Customer was advised to disconnect form the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads. No unexpected alarms were noted during testing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no report has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).